Event description:
Spoke with patient¿s contact (B)(6) on (B)(6) 2026 at 3:42 pm cdt at (B)(6). To obtain additional information on whether the patient treatment was completed, regarding the fibrin and drain issues, if adverse effects were experienced, and if medical intervention was required. The patient was able complete treatment on the reported day and on the following day. The patient¿s contact provided the following information regarding the draining slowly issue: the patient¿s contact confirmed the complication was attributed to a catheter malfunction, which led to multiple hospital admissions. The first admission occurred on (B)(6) 2026 at (B)(6); however, the patient was transferred overnight to (B)(6) because the initial facility lacked the capability to perform a catheter repositioning. While at the second hospital, the procedure was reportedly refused. The patient subsequently returned home for two days while attempting to schedule the pd catheter reposition. On (B)(6) 2026, the patient was admitted to a third hospital, where a temporary hemodialysis catheter was placed; she remained there for a few days, receiving two hemodialysis treatments before being discharged on (B)(6) 2026. Since discharge, the patient received an additional hemodialysis treatment on (B)(6) 2026 and is scheduled for another today, (B)(6) 2026. A pd catheter repositioning surgery is currently scheduled for tomorrow, (B)(6) 2026; the patient will also receive a hemodialysis treatment that same day while medical staff perform testing to ensure the pd catheter is functional. The contact denied any other symptoms or infections, confirming the issue was just related to the catheter malfunction and not related to any (B)(6) product. There were multiple hospitalizations regarding a pd catheter malfunction, change in modality temporary, and scheduled catheter reposition surgery. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).